Event description:
During implant, the physician had difficulty navigating the ventricular lead through the tricuspid valve. Bipolar cap- ture threshold was 1.0 v via an analyzer and 2.25 v - 2.50 v connected to the pacer. Loss of unipolar capture was seen at maximum output. Fluoroscopy showed that the connector pin appeared bent and was not fully engaged in the header of the generator. The patient was in a nursing home. A chest x-ray was recommended to assess lead position.